Event description:
Device was supposed to have back check valve. It failed. Pressure in eye fell too much and eye chamber collapsed thus loss of vision. Retina not fully recovered therefore visio is permanently uncorrectable.